Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was in use. The root cause was determined to be due to the motor remaining stationary and not working as specified. As a result, the unit was replaced. There was no patient or user harm. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
It occurred while the device was being used on a patient at the hospital. The device was immediately replaced with another device and no patient was harmed. The patient reported frequent "cuff system leakage". We took custody of the device and confirmed that "cuff system leakage" always occurred when the device was checked at 30 hpa. With a closed tube, the pressure only rises to about 28 hpa, and with an et tube, the pressure only rises to about 26 hpa.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was in use. The root cause was determined to be due to the motor remaining stationary and not working as specified. As a result, the unit was replaced. There was no patient or user harm.

Event description:
It occurred while the device was being used on a patient at the hospital. The device was immediately replaced with another device and no patient was harmed. The patient reported frequent "cuff system leakage". We took custody of the device and confirmed that "cuff system leakage" always occurred when the device was checked at 30 hpa. With a closed tube, the pressure only rises to about 28 hpa, and with an et tube, the pressure only rises to about 26 hpa.